Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter claimed the onetouch verio iq is giving inaccurate high readings of ¿105, 94, and 101 mg/dl¿ compared to another meter. The patient could not provide any numeric values for the other meter. There was no report of any symptoms or required hcp medical intervention to suggest a serious injury. This complaint is being reported because the reported due to the alleged inaccuracy issue. There was no indication that the product caused or contributed to an adverse event.